Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02356, 02357. The pt has two system, one in the cervical region and one for peripheral nerve stimulation (off-label). It was reported, the pt had skin erosion at one of her lead sites at her right flank area for her pns system. The physician explanted one lead and two extensions of the pns system. Cultures were taken and no infection was found. The pt's pns ipg and one lead were left implanted, as well as her cervical scs system. It was reported the pt has recovered and the physician plans to re-implant the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.